Event description:
A report was received that the patient experienced a surge and the battery would not accept a charge anymore. The patient underwent an explant of the whole system and was reportedly doing well after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial/lot #:(B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-3138-25, serial/lot #: (B)(4), description: scs phiii ext 25cm. Model #: sc-3400-30, serial/lot #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Manufacturer narrative:
Ipg ((B)(4)) device evaluation indicated that the ipg passed electrical, performance and photographic imaging tests performed. The complaint about the difficulty charging ipg was not verified. In the lab, there was no issue coupling the ipg with a charger, and the ipg was charged 4.06 volts in two cycles from its hibernation. The reported electrical surge could not be duplicated on the test bench. Since the returned leads exposed substantial damages, the ipg was investigated with known good leads. The monitored stimulation on an oscilloscope found that the outputs were consistent and amplitude/pulse widths were verified to be correct on all the unbroken electrodes. Current leakage tests and residual gas analysis verified that there is no loss of electric current into the surrounding tissue as a result of faulty insulation. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The ipg passed all the required tests and revealed no anomalies. Lead ((B)(4)) the lead was cut, and only the proximal end was returned. The damage was considered as explant damage, and was not considered a failure. Splitter ((B)(4)) visual and x-ray inspections were performed to ensure the device integrity. No anomalies were found. The explanted lead extensions sc-3138-25 ((B)(4)) were not returned to bsn as they were discarded by the medical facility. Lead extensions ((B)(4)) a review of the manufacturing documentation for the extensions revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient experienced a surge and the battery would not accept a charge anymore. The patient underwent an explant of the whole system and was reportedly doing well after the procedure.